Event description:
It was reported that an ilet pump with a cracked and unusable touchscreen could not be unlocked and required replacement. The incorrect model was initially shipped due to the replacement being processed against a different pump on file, and the correct model was subsequently identified for replacement. No symptoms or injury reported. Outcomes included no clinical impact requiring medical care. Investigation included a review of order and device records and confirmation of the device model associated with the replacement request. Investigation of this case revealed a screen damage device problem and a process error in model selection during fulfillment. It was concluded that the product experienced physical damage and that administrative correction was required to align the replacement with the correct device model.